Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1600792 was manufactured on 12/05/2016 a total of 288 pieces. Lot was released on 12/08/2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that clips fell from the jaw. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips fell from the jaw. There was no patient injury.